Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported that once they went to their next step in the aligners their teeth became very sensitive. They have irritation, blisters and discomfort. They have filed the areas that are causing the irritation but did not help.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.